Event description:
As stated by the customer on the 2010-09-23: (yyy/mm/dd). Resident being transferred from a bed to a wheelchair was lifted to a standing position. The resident stepped backwards off the footboard falling and twisting her ankle. The resident was injured receiving an acute fracture of the medial malleolus (left). (B)(4).

Manufacturer narrative:
(B)(4). Incidents involving medical devices mfg by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional inf wil be provided upon conclusion of the MFR's investigation.